Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal had a molding defect. The following information was provided by the initial reporter: material no. 328506 batch no. 0280937. It was reported that barrels are bent or melted and needles are dull.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 0280937. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal had a molding defect. The following information was provided by the initial reporter: material no. 328506, batch no. 0280937. It was reported that barrels are bent or melted and needles are dull.